Event description:
During troubleshooting of a power failure issue due to power outage in the house that occurred while the home patient (hp) was on the homechoice (hc) machine during dwell 2 of 4, the caregiver (cg) revealed that they restarted therapy with same supplies after power was restored. The technical service representative (tsr) explained the cg to start with new supplies, assisted in ending the therapy and advising to notify nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the cg regarding re-using supplies, it was revealed that the issue was resolved, and the tsr had explained to them the proper procedure. Per cg, hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the home patient reusing supplies after a power outage had occurred. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A cause was unknown.